Event description:
It was further reported that the removal of the plates was because of loosening of the screws and exposure of the plates.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The reported event of infection is not considered a serious injury as it is not device related. This is a non-sterile product related infection and is not considered a zimmer biomet issue as it is labeled as non-sterile and presumed to be sterilized and readied elsewhere; therefore, products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: foreign: argentina.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was revised under local anesthesia due to a surgical site infection with implant exposure to the mouth and was revised. Attempts have been made and additional information on the reported event is unavailable at this time.